Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported complaint that the pump module displayed system error was confirmed and replicated during laboratory testing. During the internal inspection, the air-in-line (ail) assembly was removed from the bezel, it was noted that the optic sensor (op1) on the ail pcs was found to be broken. The ail assembly sensor was temporarily replaced for testing purposes only with a known-good dchu ail assembly sensor. With the known-good dchu ail sensor installed, a basic infusion was performed. The infusion was programmed for a duration of twelve (12) hours. The infusion was completed successfully with no errors or malfunctions. Alaris system maintenance (asm) preventive maintenance (pm) testing was performed on the suspect pump module. Asm was used to evaluate the source pcu and determine if the device is operating in specification. The pm task completed with no errors or malfunctions. The motor stall - ail assembly issue was escalated via (B)(4). The event date was reported to have occurred on (B)(6) 2025; the time of the event was not reported. A review of the pump module error log showed no errors recorded on the reported event day. The pump module error and event logs were downloaded to ascertain event details associated with the reported complaint. The concomitant pcu or system logs were not returned for this investigation; therefore, a log analysis could not be performed. The pump module event log contains limited information regarding the programming of the device and does not include drug data. The profile in use was not identified as it resided on the pcu. The last infusion was recorded on (B)(6) 2025, at 4:49 pm. The suspect pump module was programmed at a rate of 999ml/h with a volume to be infused of loooml. Then the error code error code (242.4030 (motor stall failure) displayed. Bd alaris¿ system channel error tip sheet states to silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. The bd alaris¿ system with guardrails¿ suite mx user manual v12.3.2 states that do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation. Please replace optic sensor (op1) on the ail pcb and ensure proper assembly and re-torque all screws to specifications. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any third-party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that device had system error . There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that device had system error . There was no patient involvement.